Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before the revision surgery because the product did not work properly. After inspection, it was confirmed that there was a crack in the pump connecting tube. The cause of the crack is unknown. The pump was replaced. There were no patient complications. After the surgery, the patient improved.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, and examined using the microscope. Under microscope observation, contamination (bodily fluid) was found within the pump. Due to the contamination, the pump was not functionally tested. The pump kink resistant tubing (krt) was observed to be worn down to the filament but no leaks were found. Product analysis is unable to confirm the reported clinical observation. The reason for crack in the pump krt could not be determined due to insufficient information to determine the most probable cause for the reported issue.

Event description:
It was reported that the patient went to the hospital two weeks before the revision surgery because the product did not work properly. After inspection, it was confirmed that there was a crack in the pump connecting tube. The cause of the crack is unknown. The pump was replaced. There were no patient complications. After the surgery, the patient improved.